Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis summary referenced the device's history as it had previously been returned to the customer unrepaired due to the extensive damage observed and was subsequently returned as a trade-in device. The service history indicates that its upper case was broken and contaminated and that its lower case, battery release, liquid crystal display (lcd), main printed circuit board (pcb), battery flex and heart lead flex were contaminated, the two side bail covers were broken, the battery contacts compressed, the ring and one side bail were bent, the keyboard pad had cosmetic damage and that the lcd was also out of specification, its gasket was seeping out. The device was to be scrapped in-house. (B)(4).

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.